Manufacturer narrative:
Qn # (B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "upon inserting the bypass tube into the sheath the dr met minimal resistance but it went in and snapped together but blood was coming up through the device and out of the side holes. I told him to take it out and we would go in with a new device. When we pulled the device out the anchor and collagen were both deployed even though we never touched the toggle. We went in with the new device and it worked appropriately."

Event description:
It was reported that: "upon inserting the bypass tube into the sheath the dr met minimal resistance but it went in and snapped together but blood was coming up through the device and out of the side holes. I told him to take it out and we would go in with a new device. When we pulled the device out the anchor and collagen were both deployed even though we never touched the toggle. We went in with the new device and it worked appropriately."

Manufacturer narrative:
Qn# (B)(4). UDI #: (B)(4). One unit of manta (18f) was returned to teleflex for evaluation. Blood particulates were noted on the uni(B)(4) t. Unit was decontaminated and inspected. Manta was observed to locked into the sheath without the lever actuated. The components (collagen, and anchor) were pushed out of the lumen. The lock was present with the lumen. The suture wire was pulled out to expose the lock. The device lot history record review for lot number 73a2400442 manta 18f indicated no reworks, or other issues related to this lot, therefore the device met material, assembly, and performance specifications. Case details were reviewed. A 71-year-old male patient, 82.1 kgs, 167cm, bmi - 29.4, presented in the or for an tavr procedure. A single stick was utilized to gain a lower positioned access. The right common femoral arteriotomy was 7.8mm, clear of calcification, with a measured deployment depth of 4.0cm + 1cm. Following the tavr, an 18f manta was planned for closure. Heparin and protamin were administered, and the manta device was deployed to the measured deployment depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub. The physician continued to apply force while inserting the bypass tube through the hemostatic valve of the manta sheath and was able to connect the manta closure to the sheath hub. Excessive bleeding was seen p rojecting out of the side port where the device handle clicks into the sheath hub. The handle lever had not been rotated, so the proctor suggested to remove the device and open a new one. When the physician withdrew the manta device, the anchor and collagen were d eployed although the handle lever was never activated. A new 18f manta device and sheath was opened and deployed without issue. The patient did not experience any harm, injury, or health consequence due to this event. Bleeding is an expected event during deployment procedures and is not an indication of device failure. Additionally, due to the lower-positioned access, the physician may have not had the manta positioned correctly and the angle he held the manta device at potentially may have been a factor. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.